Event description:
Pt underwent bilateral tissue expander case with flexhd and allergan tissue expanders at (B)(6) on (B)(6) 2024. On post-op day 1, the pt (otherwise healthy) had a near death episode. Dr (B)(6) did state that he believes this episode has nothing to do with flexhd but was having to ask for IFU and package inserts. Additionally, dr (B)(6) spoke with r&d regarding general info pertaining to flexhd. Despite multiple attempts, no other info surrounding the near-death episode was obtained. Ref report: mw5164157.